Event description:
It was reported that there was an infection including endocarditis post-right atrial and right ventricle leads replacement and right ventricle repositioning. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).